Event description:
It was reported that during a thyroid procedure, the device's blade cracked and dropped off. They retrieved the blade from the pt. The case was completed converting to traditional cct method. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.